Manufacturer narrative:
Updated to reflect the event date provided as (B)(6) 2017 on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the consumer. It was reported that the patient's pump "quit working" even though the patient had "2 years left on it". The consumer was requesting information about the cause of the issue. The consumer reported that the pump had been sent for analysis and the patient's healthcare provider directed the patient to follow-up with the manufacturer. The patient noted that with regards to their drug information that they had to fill the pump every 28 days. The date of the event was listed as (B)(6) 2017. No symptoms were reported. No further complications were reported.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for intr actable spasticity and multiple sclerosis. The pump contained gablofen [2000 mcg/ml] at a dose of 149.9 mcg/day. It was reported an early motor stall occurred in (B)(6) 2017. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. No patient symptoms were reported. The pump was replaced on (B)(6) 2017 and would be returned for analysis. The issue was resolved at the time of the report. The patient status at the time of the report was alive - no injury. No further patient complications were reported.